Event description:
The account generated falsely elevated architect neonatal bilirubin result of 20.2 mg/dl and repeated 20.2 mg/dl on patient 1 , who was a (B)(6) old full term infant. The same microtainer sample was poured into a cup which tested total bilirubin of 10.1 mg/dl. The specimen appearance was slightly hemolyzed but clear. On (B)(6) 2011, patient 1 tested neonatal bilirubin of 12.0 mg/dl. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
The event was initially reported under the incorrect manufacturer report number 1415939-2011-00582. High test results. No consequences or impact to patient. An evaluation was performed by reviewing the complaint text, instrument service history, and other customer complaints for similar issues. Based upon the available information, a definitive cause for your issue could not be identified. The neonatal bilirubin reagent package insert states that for serum specimens, ensure complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may take longer to complete their clotting processes. Fibrin clots may subsequently form in these sera and the clots could cause erroneous test results. The architect system operations manual lists multiple probable causes and corrective actions for erratic results. Categories for probable causes include sample contains fibrin clots or particulate matter, sample or reagent probe is partially obstructed, sample or reagent probes damaged, bubbles or foam on the surface of the reagent, and a variety of hardware issues. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Based upon the data available and the results of this evaluation no product deficiency was identified.